Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a low, out-of-range (oor) shock impedance (<20 ohms) at implant. A charge time issue was noted and the device did not deliver a shock when required. A message was displayed indicating a shorted lead condition and charge time exceeded. A new device was selected and successfully implanted. This rv lead was noted to have insulation damage which was repaired. The lead remains in service. No adverse patient effects were reported.